Manufacturer narrative:
Samples received: 1 open pouch. There is one previous complaint of this code/batch. There are no units in OEM stock. The sample received has the first pack sealed to second pack in the 4th sealing. This is due to a defect in the welding machine and this unit was not sorted out by the personnel involved in this process. This is an isolated problem and whole batch is correct. OEM has informed the personnel involved about this incidence. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is corresponding (justified). Corrective/preventive actions: OEM has opened a corrective action.

Event description:
Country of complaint: (B)(6). Inner foil was welded to outer foil. A sterile withdrawal can not be guaranteed.